Event description:
It was reported that an ilet user experienced repeated occlusion alerts after a supply change while using a cd infusion set, observed a gray spot in the tubing, and cleared drops with a fill-tubing procedure without moving the obstruction; occlusions resolve after a full supply change, and the user noted more alerts at leaner body sites, for which site rotation was reinforced. Customer care provided support that included customer care remote troubleshooting. Investigation of this case revealed intermittent flow obstruction consistent with infusion set occlusion and possible site-related resistance. Symptoms included headache associated with elevated glucose. Outcomes included the need for troubleshooting, education on site rotation to prevent scar tissue, without treatment or hospitalization. It was concluded that the event involved an insulin occlusion within the infusion set or tubing that resolved with a supply change.